Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited elevated pacing threshold measurements were observed. The suspected cause of the elevated thresholds was determined to be a dislodgement. It was reported that no intervention occurred, however the elevated thresholds have resolved. The lead remains in service and no adverse patient effects were reported.